Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the ems instrument misfired. The hosp did not record how the case was completed. There was no consequence to the pt.